Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus would not align with the cursor on the screen of the device. The bezel shield assembly was replaced, and the stylus was calibrated to the screen. The hard drive was reconfigured, and the software was reloaded and updated. No other anomalies were found. (B)(4).

Event description:
It was reported that the stylus light-pen would not calibrate with the programmer after repeated attempts. The programmer has been returned for repair. No patient complications have been reported as a result of this event.